Manufacturer narrative:
(B)(4). No known impact or consequences to patient; an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely decreased architect tsh results for one patient whom has had their thyroid removed after having had thyroid cancer. The patient was tested in (B)(6) 2015 and (B)(6) 2016. Each architect result was questioned by the physician and the specimens were retested at 2 reference labs, as follows: (B)(6) architect: 3.2 miu/l; (B)(6) reference lab results: (B)(6) 12 and (B)(6) 11. (B)(6) architect: 0.86 miu/l; (B)(6) reference lab results: (B)(6) 2.61 and (B)(6) 2.65. Reference ranges: architect reference range: 0.35 miu/ml to 4.94 miu/ml; (B)(6) 0.40 - 4.50 miu/l ; (B)(6) 0.45 -4.50 miu/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a design history record review, a search for similar complaints, a review of statistical process control (spc) charts for architect tsh reagents and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed using a file sample from lot 56901ui00 (representative lot, since the lot number was unknown). The testing met acceptance criteria which determined the reagent is performing acceptably. A design history review did not find any non-conformances or deviations with the lot number in question. Tracking and trending did not identify an adverse trend. The spc analysis shows that architect tsh is performing within panel limits. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect tsh reagent, ln 07k62, was identified.

Manufacturer narrative:
The customer provided four 1 ml patient specimens for the patient in question on (B)(6) 2016. Testing was performed on the specimens to determine whether an interfering substance was causing the abbott results to under recover. The testing performed by abbott concluded that there is a heterophilic antibody present in the sample resulting in the architect under-recovering relative to roche. Based on the available information no product deficiency of the architect tsh reagent, ln (B)(4), was identified.

Manufacturer narrative:
The device evaluation was reassessed; however, no systemic issue or product deficiency was identified.